Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.